Event description:
Additional information received on (B)(4) 2014 indicated that the device was implanted in 2004 and removed on (B)(6) 2014. Distress was indicated on the original report and conformed to be in reference to, " pain over the tape site and stress incontinence." The patient will have additional follow-up, patient outcome not indicated at this time.

Manufacturer narrative:
Device implanted in 2004.

Event description:
It was reported that a patient had an ams sparc sling implanted and that the patient experience pain secondary to the sparc. The sparc was removed. No additional information has been provided at this time.